Event description:
It was reported that the handheld is having charging issues that appears to be isolated to the connection of the cable and handheld. It was reported that the handheld has to remain plugged in during cases because it has a hard time recharging the battery. It was reported that when the cable is held a certain way the handheld will charge. A new programming tablet was sent to the site. The handheld and software are expected to be returned for analysis, but have not been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the handheld confirmed all quality tests were passed prior to distribution.